Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. The power module assembly for the driver had no output voltage. There was no patient involvement.